Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on their back from the lifevest equipment. Patient described the area as small red marks. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended temporary removal of the lifevest for several hours due to the skin irritation. Follow up indicated that the rash improved.